Manufacturer narrative:
(B)(6). Corrections: section d4: device indentification details including sn#, lot# and UDI were not received. Section e3: occupation updated. Method: the subject 950n81j neonatal/pediatric ventilator circuit kit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device observed that the rubber o-ring of the swivel was partially folded, causing a leak in the circuit, confirming the reported issue. Conclusion: our investigation was unable to determine the exact cause of the reported issue. All heated breathing tubes as part of the 950n81j neonatal/pediatric ventilator circuit kit are visually inspected and undergo functional tests, including a 100% leak test during production. Those that fail are rejected. The user instructions that accompanies the 950n81j neonatal/pediatric ventilator circuit kit may also caution the user: - set appropriate ventilator or flow source alarms to monitor therapy delivery. - perform a pressure and leak test on the breathing system before connecting to a patient.

Event description:
A healthcare facility in pennsylvania reported via a fisher & paykel (f&p) healthcare field representative that a 950n81j neonatal/pediatric ventilator circuit kit triggered a ventilator leak alarm during patient use. The healthcare facility further identified a defect in the y-piece swivel of the breathing circuit. There were no patient consequences reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative that a 950n81j neonatal/pediatric ventilator circuit kit triggered a ventilator leak alarm during patient use. The healthcare facility further identified a defect in the y-piece swivel of the breathing circuit. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. The subject 950n81 neonatal/pediatric ventilator circuit kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.